Event description:
During the balloon angioplasty of the middle cerebral artery (mca), the balloon was inflated very slowly until 4 atm. However, expansion could not be confirmed under fluoroscopy. Therefore, the balloon was removed from the patient. It was reported that the leakage from the balloon was noticed when trying to inflate it on the table. The procedure was completed successfully after changing to another balloon catheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Upon visual inspection of the returned device, it was revealed that the crystallized unknown substance (appeared to be blood) was present in the catheter, inflation lumen and also in the balloon. The guidewire port was flushed with water and advanced without any difficulties. Then the device was pressurized with an inflation device filled with water to try to locate the reported leak, but the device would not inflate, likely due to dried crystallized substance blocking in the catheter shaft and balloon. After several attempts for over 48 hours crystallized substance could not be dissolved and the catheter balloon could not be inflated. It was unknown if continuous flush was maintained, and it was reported that the patient's anatomy was severely tortuous. Crystallized substance and blood were found in the returned catheter. Per the device dfu, "in order to achieve optimal performance of gateway catheters and boston scientific steerable guidewires, and to maintain the lubricity of the bioslide¿ surface, it is critical that a continuous flow of appropriate flush solution be maintained between a) the gateway catheter and guiding catheter, and b) the gateway catheter and any intraluminal device. In addition, flushing aids in preventing contrast crystal formation and/or clotting on both the guidewire and inside the catheter lumen¿. Based on the condition of the returned device, it appears that a continuous flow of flush was not maintained. The lack of continuous flush likely caused the crystallized substance to form which caused the reported difficulty to inflate and analyzed failure to inflate the balloon. Therefore, a cause of use error was assigned to the reported difficulty to inflate and analyzed failure to inflate the balloon. The cause of the reported balloon leaked could not be definitively determined based on the information available and analysis of the device. Therefore, a cause of undeterminable was assigned to the reported balloon leaked.

Event description:
During the balloon angioplasty of the middle cerebral artery (mca), the balloon was inflated very slowly until 4 atm. However, expansion could not be confirmed under fluoroscopy. Therefore, the balloon was removed from the patient. It was reported that the leakage from the balloon was noticed when trying to inflate it on the table. The procedure was completed successfully after changing to another balloon catheter. No clinical consequences reported to the patient.